Event description:
Medtronic received a report that the patient was undergoing treatment for a saccular, unruptured right posterior communicating artery aneurysm with a max diameter of 6 mm and a 4 mm neck diameter. It was noted that the patient's vessel tortuosity was moderate. The landing zone was 4.3 mm distally and 4.7 mm proximally. Dual antiplatelet treatment (dapt) was administered. The pru level was unknown. It was reported that the distal end of the stent opened only after multiple manipulations but still did not achieve complete wall a position. The stent was then resheathed for redeployment; during the resheathing process, the stent detached. After the stent detached, it could not be separated from the phenom 27 microcatheter. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Continuation of d10: product ID ped2-475-20 (d086328); product type: ; implant date ; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.